Event description:
Pt was being intubated using glidescope for ent procedure. After intubation when scope was being cleaned, it was noted that a small chip was missing from end of scope blade. There was no apparent injury to the pt and it is uncertain if equipment chipped during intubation. However, pt did have bronchospasm immediately after intubation and surgical procedure was cancelled.